Event description:
The clinician reported that 3.5 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted a bone defect in this patient with poor oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.